Event description:
It was originally reported on (B)(6) 2013 that the patient noticed changes in bladder yesterday and needed to make an adjustment. It was stated that when the patient used the antenna, the area around the implant was warm. The heat went away once the antenna was removed. It was also stated that the patient had a loss of therapeutic effect. The patient was instructed on how to use the programmer and increased stimulation from 0.95 to 1.1 volts. The patient had an appointment to see the physician in 4 weeks. It was noted that the patient had heart problems and was on a new medication. About three weeks later it was reported that the cause of the event was a loss of function. The event was attributed to the implantable neurostimulator (ins) and lead. The ins had depleted normally and the lead issue was unknown. The patient¿s ins and lead were replaced. No hospitalization was required and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va09933, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).